Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was not confirmed whether the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. Customer reported that the insulin delivery was suspended automatically. No further complications were reported. The customer will discontinue to use the product.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4) inches. The pump communicated properly with the guardian link 3 and the test plug. After the following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. After warm up was completed, the pump displayed the test value of 240 mg/dl properly on the display graph. The pump was monitored for 1 day with no unexpected suspend anomaly noted. Verified customer's settings on smartguard/low setup, the customer programmed "alert on low". The suspend on low was turned off. Per r&d engineer, freger, mark <mark.freger@medtronic.com> (email) as per carelink (B)(4) (B)(6) 2022.pdf, only basal 2 profile was setup by user. And the smartguard setup: the suspend on low was turned off. Regarding the pump is suspending itself automatically, here is my analysis: ¿ the basal 2 segment 1 with rate 1.85u started at 12:00:00 am and pump delivered 16.65u ( 9x1.85=16.65) of insulin and as per long traces: =sum(ah25710:ah26450)=16.65 ¿ ( no suspend) ¿ the basal 2 segment 2 with rate 2.1u started at 9:00:00 am and pump delivered =sum(ah26451:ah26928)=10.625u out of 8x2.1=16.8 since the user performed the reservoir setup at 2:02pm basal delivery restarted at 2:04pm and pump delivered another =sum(ah27024:ah27219)=6.125u. Total 10.625+6.125=16.75 ¿ the basal 2 segment 3 with rate 2.1u started at 5:00:00 pm and pump delivered = sum(ah27220:ah27768) = 8u out of 4x2=8 u ( no suspend) ¿ the basal 2 segment 4 with rate 1.85u started at 9:00:00 pm and pump delivered = sum(ah27772:ah27957)= 5.5u out of 3 x1.85=5.55 u ( no suspend) total basal units delivered = 16.65+16.75+8+5.55=46.95 as per dailytotal: dailytotalofbasalinsulindelivered = 46.95 conclusion: the basal was delivered as expected. ¿ during the day the user performed 3 boluses. In all 3 cases the programmed bolus amount was delivered. Total : 8+5.2+7=20.2. As per daily total : dailytotalofbolusinsulindelivered = 20.2 conclusion: the bolus was delivered as expected. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged unexpected suspend anomaly was not confirmed. The customer alleged additional basal settings anomaly was not confirmed. The customer alleged cybersecurity - hacking allegation was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Corrected summary: customer stated that they were getting issues with the pump sugar which was running high and was suspending itself automatically.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 and h6 under health effect - clinical code : 1905 with this report.